Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a surgeon noted on two or three patients there appears to be a film on the anterior surface of the lens several weeks postoperative. The surgeon reported it appears the anterior capsule is over the edge of the lens. The surgeon performed a yag laser and the film is removed. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).